Event description:
The manufacturer received information alleging a trilogy evo ventilator had a flashing screen. There was no harm or injury reported. The customer was instructed to try a new power cord to see if the issue would be resolved. The device continues to flash despite the new power cord. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.